Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient used or charged their ins in al least 6 months and that they could not charge it. The patient has not used the ins due to issues they were having in which the ins would heat up and that it was painful to turn stimulation on. The patient would turn it up so high that it would 'kind of wrap around their chest' and they did not like the feeling. The patient was feeling discomfort and pain at the incision site. The patient's pain condition had been hurting a lot lately, and they were redirected to their managing hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they did not have a problem with overheating or pain. They stated that they don¿t know what was done to resolve the issue other than that they were reprogrammed, and their charging time is much lower now. They added that they are still healing from surgery, so more adjustments may be needed, but overall, they are satisfied to this point. No further complications were reported or anticipated.